Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on stored electrograms (egm) on the right atrial (ra) lead leading to mark events as terminated. The lead remains in use. No patient complications have been reported as a result of this event.